Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high atrial rate episodes with noise resulting in atrial tachy response (atr) episodes. It was also noted there was noise observed on the shock channel. Technical services (ts) was consulted and advised there was myopotential oversensing observed on the right atrial (ra) lead. Noise was also observed on the shock electrogram (egm) simultaneously with the ra channel that also resembles myopotentials. Ts provided troubleshooting and suspected insulation challenges with the ra lead. At this time this device and the non-boston scientific ra and rv leads remain in service. No adverse patient effects were reported.